Event description:
Reportedly, the status light of the home monitor remains off and there is no communication.

Manufacturer narrative:
Analysis synthesis: upon reception, the returned home monitor was tested and the reported behavior was confirmed, as the device could not be turned on and a damaged power connector was observed. The root cause of this issue could not be determined; however, it could have resulted from the wear of the power supply connector over time or from a mechanical shock.

Event description:
Reportedly, the status light of the home monitor remains off and there is no communication.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.